Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The device was reported with having dull light prior to use in a procedure. No negative impact in state of health reported.